Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using ruby coils and lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was slightly tortuous. During the procedure, the physician was advancing and pulling the ruby coil to achieve proper coiling. The physician then decided to retract the ruby coil to reposition the lantern; however, while retracting the ruby coil, the physician experienced resistance and the coil unraveled. It was reported that the ruby coil was retracted against resistance and the physician did not notice that the ruby coil had unraveled until the coil had reached the hub of the lantern. Therefore, the physician pulled the pusher wire and successfully removed the ruby coil. The procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.